Event description:
It was reported that the insertion into the jugular vein was uneventful; however, after the catheter was in place, the doctor removed the spring wire guide (swg) and at that time found it had kinked and unraveled. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.